Manufacturer narrative:
Study event. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Transient ischemic attacks (tia), myocardial infarction and death may occur during this type of procedure as listed in the device instructions for use.

Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms/ae: two days post procedure. It was reported that during a right internal carotid artery stenting procedure, the pt experienced no voluntary movement of the left upper extremity and no grip to the left hand that improved before the completion of the case. The cause was related to contrast and sluggish flow attained by large catheter in the internal carotid arteries. Later the same day, the pt's left sided weakness progressively worsened. CT scan was negative. Troponin levels began to increase. Vasopressors and inotropes were administered. The following morning the pt's symptoms completely resolved. The pt was started on dopamine to maintain the blood pressure above 100 as a precautionary measure. The pt complained of abdominal distention and pain. During the night, the pt became hypertensive, complaining of severe abdominal pain. Diagnosis was ischemic bowel. Arterial blood gases revealed metabolic acidosis. The pt did not desire heroic measures and no further workup was done. The pt went into respiratory arrest and expired two days post-procedure. The cause of death was most likely metabolic acidosis with respiratory failure secondary to ischemic bowel, probably precipitated by carotid angioplasty. Although requested, there is no additional info available.